Event description:
Customer's mother reported via phone call that the insulin pump was stuck in the prime process. The customer was assisted through the steps but the insulin pump alarmed compromised force sensor system. Customer's mother was advised to remove the battery for 15 minutes and call back if issue persisted after reset. Mother called back and stated that the insulin pump is still stuck in the fill cannula screen and alarming. Blood glucose value was 8.4 mmol/l. It was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage noted in force sensor resistor. Device had cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.